Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No serial number was provided and thus a manufacturing record review could not be conducted. A complaint history review for similar confirmed complaints associated with this part number did not identify any prior similar events. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. The t-max beach chair instruction for use warns, ¿do not over tighten straps holding chin in place and ensure there is no pressure on structures under the chin. When the patient is lowered, the head will slide down the headset pad. The face mask must be released when the patient is raised or lowered.¿ a review of the t-max beach chair risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, after a shoulder procedure where a t-max shoulder positioner was used to position the patient, the patient noticed a bump on the back of his head along with redness on his forehead and chin. Additionally, the patient experienced numbness on the chin and hair loss in the areas were the bumps were located. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.